Manufacturer narrative:
An event of a retraction problem during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was loaded correctly before inserting to the patient, and the valve would not fully retract back in the capsule during recapture, and the micro-adjustment wheel was not enough to fully recapture the valve. Based on available information and without the returned device to analyze, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 35mm navitor titan valve was chosen for implant using a large flexnav delivery system. During procedure, while recapturing the valve, it would not fully retract back in the capsule. The physician had to take it back in to the descending aorta after multiple times using the micro-adjustment wheel. The valve was not fully recaptured but they managed to push it across the aorta again. The physician confirmed the valve was loaded correctly before inserting to the patient. There was no reported patient damage. The 35mm navitor titan valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.